Event description:
03/16/2023, patient reported to have received pdo threat treatment on (B)(6) 2022, and later experienced extrusion of pdo threads in 3 different areas on the periorbital region. The patient informed their hcp of the issue and attended a follow-up appointment, during which the hcp removed a thread. According to the patient, a week later experienced protrusion of another thread on the opposite side which was removed by themselves. The patient expressed having developed a skin rash and breakouts around the mouth with signs of dryness, redness, and irritation approximately two months after the placement of threads. (B)(6) 2023, the staff at the user facility confirmed the treatment took place on (B)(6) 2022, and that a topical steroid ointment was prescribed in a follow-up visit on (B)(6) 2022. However, the hcp couldn't provide information on the product used on the patient claiming the treatment was performed by a provider that was no longer employed at the facility. (B)(6) 2023, the patient reported they have reached out directly to the hcp to inquire about the product used. (B)(6) 2024, the patient reported pain, skin texture issues, and recurrent flare-ups. They continue to reach out to the hcp to identify the product used. This is an ongoing investigation. Additional information will be added if and when it becomes available. Update: (B)(6) 2024, contact was made to the patient to inquire about their status which they stated that they are healing. No communication was received from the facility according to the patient. (B)(6) 2024, attempt was made to contact the hcp, but they were not available. (B)(6) 2024, another attempt was made to contact the hcp, but they were not available. According to the patient, neither the hcp nor other staff members had responded to the patient's emails or phone calls. The patient had consulted another doctor but was unable to acquire further assistance with the inability to provide information. (B)(6) 2024, closing case for lack of communication, and lack of information regarding the product used on the patient on (B)(6) 2022.

Event description:
03/16/2023, patient reported to have received pdo threat treatment on june 2022, and later experienced extrusion of pdo threads in 3 different areas on the periorbital region. The patient informed their hcp of the issue and attended a follow-up appointment, during which the hcp removed a thread. According to the patient, a week later experienced protrusion of another thread on the opposite side which was removed by themselve. The patient expressed having developed a skin rash and breakouts around the mouth with signs of dryness, redness, and irritation approximately two months after the placement of threads. 04/09/2023, the staff at the user facility confirmed the treatment took place on june 15, 2022, and that a topical steroid ointment was prescribed in a follow-up visit on november 11, 2022. However, the hcp couldn't provide information on the product used on the patient claiming the treatment was performed by a provider that was no longer employed at the facility. 10/16/2023, the patient reported they have reached out directly to the hcp to inquire about the product used. 01/24/2024, the patient reported pain, skin texture issues, and recurrent flare-ups. They continue to reach out to the hcp to identify the product used. This is an ongoing investigation. Additional information will be added if and when it becomes available.